Event description:
It was reported that the patient's atrial lead was explanted and replaced due to unspecified lead failure. There were no patient consequences.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5145479.